Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and was self-treating with a glucagon injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, observed the sensor neck to have a crack across the width and through the carbon layer. The complaint is confirmed to a user issue.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and was self-treating with a glucagon injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.